Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified the need to replace the precharge pcb. The precharge pcb was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 8800 system presented a "precharge error" message. There was no report of pt injury.